Manufacturer narrative:
(B)(4). When the device was turned back on, the display remained white.

Event description:
It was reported that during patient use a ventilator display screen suddenly went black within 30 minutes from starting use. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Received the replaced board from the distributer. The board was evaluated and the customer alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.